Event description:
It was reported that when the medical fluid-filled cassette was attached to the pump during the pre-use check, an alarm went off. The details of the alarm was unknown. The customer suspected the tubing arch height had something to do with the event. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: three photographs were returned for investigation. The photographs did not show any damage or dysfunctional conditions. After reviewing the mitigations that are performed during the manufacturing process to detect pump alarms, and analyzing the photos provided, the root cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.